Event description:
It was reported that this patient presented to the emergency room. During interrogation of this implantable cardioverter defibrillator (ICD), it was found that there were anti-tachycardia pacing (atp) and multiple electric shocks delivered. Technical services (ts) analyzed 12-lead electrocardiogram strips and determined that this patient most likely had sinus tachycardia. Ts discussed troubleshooting including device optimization. This ICD was reprogrammed. No additional adverse patient effects were reported outside of the electric shocks. Currently, this ICD remains in service.